Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient was experiencing stimulation in non-target areas. It was also noted that the ipg was non functional. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned. No further information could be obtained.